Event description:
It has been reported from a user facility that an inpatient in the ICU of this hospital who has been receiving hemodialysis on an acute basis is having a reaction to this dialyzer. This patient reportedly was able to tolerate this dialyzer initially. The rn reported verbally that the symptoms that occur with use of this dialyzer are the following: a decreased blood pressure, shortness of breath, restlessness and respiratory distress at the onset of treatment. The patient was administered an intravenous dose of diphenhydramine to treat the symptoms reported in this event and that the patient still reacted. It was also learned that the blood was reinfused back to the patient with the patient stating that she felt better. The medical condition of this patient at the time of the event was reported as being very compromised and in liver failure as well as in acute renal failure of unknown etiology. The patient remained in the ICU unit over an extended period of time. Also, the catheter exit site was reported as being red and was being monitored closely for a possible infection. The rn reported that after this event, another brand of dialyzer was ordered and used for the next treatment. She also reported that the patient continued to experience the same symptoms so another brand of dialyzer was then prescribed. It was reported that the patient was able to tolerate dialysis with the use of that dialyzer. An update to the progress of this patient is that we have learned this patient has since died. The day of death is unknown. The cause of death was reported as being from multiple causes one of which was liver failure. There is no sample and the lot number is unknown. A request was made for the treatment sheets, lab data, etc. But to date have not been received. The patient had been receiving hemodialysis with use of a different brand of dialyzer at the time of death.